Event description:
It was reported that the atrial lead had poor sensing and the sensitivity was adjusted. An atrial lead warning later triggered with low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.